Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was corrected that, the inhibition was noted with traditional electrocautery system. When the md switched to plasma blade, no further inhibition was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a handpiece. It was reported that a patient with an implantable device was in generator change procedure. The implantable was programmed; lead monitor was off; leads were programmed bipolar. Rv lead threshold was good, but for good measure the rep programed the rv lead up to 4v. The md used the bovie, and pacemaker inhibition was seen. Md commented that he thought he saw pacing spikes, but rep was not convinced as the baseline wa sub-optimal. He tried to use bovie again, and inhibition was seen. Md switched to plasma-blade and pacing inhibition was seen. Md checked header and both leads were still through the connector block in the header of the implantable. The pocket was now open enough, they hook up to another programmed doo, and use the plasma blade, and no further inhibition was seen. Rv threshold checked several times, and was stable. There was no patient injury reported.